Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection with sepsis. Reportedly, the patient had an echo a few days ago that suggested that something was growing on the leads in the heart. The pocket looked good upon removal. The surgeon dr. Brown believes that the infection was most likely due to some other internal infection at the time of implant. The patient will potentially get a subcutaneous ICD in the future once the infection is resolved. A revision was performed and the implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.